Event description:
Reporter indicated that a patient's vns generator displayed ifi = yes with generator diagnostics (indicating closer monitoring is needed due to nearing end of service) during a vns lead replacement surgery. A new generator was used to complete the surgery. The explanted generator was not expected to be at ifi = yes as it had only been implanted for 1 year and 75 days. The explanted generator has been returned and is pending product analysis. Attempts for vns programming history are in progress.

Event description:
Programming history for the vns generator was received and reviewed via decoder spreadsheet analysis. High lead impedance has been occurring since at least (B)(6) 2011, (the vns lead product malfunction was previously reported on MDR #1644487-2011-01593), and the generator has been delivering current against the high lead impedance which has decreased the voltage. It is expected the higher impedance will drain the battery more quickly and this is not a malfunction of the generator.

Manufacturer narrative:
Analysis of programming history.

Event description:
Following a manufacturer review of additional patient vns programming history, it was identified that a significant increase in system impedance occurred (i.e. 3274 ohms to 7600 ohms) around (B)(6) 2011; the high impedance condition was first observed by the patient's treating vns therapy physician on (B)(6) 2011.